Event description:
It was reported that a spectrum pump buttons in 3rd row not working. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "buttons in 3rd row not working" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an intermittent keypad. The keypad required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.